Manufacturer narrative:
Block h2: additional information: block b5 block h6: device code a041001 captures the reportable issue of balloon pinhole. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed in the colon on (B)(6) 2021. During preparation, the balloon was tested outside the patient and it was noticed that the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that the balloon should not be pre-inflated. There were no patient complications reported as a result of this event. **additional information received on (B)(6) 2021** the correct anatomy location was the stomach during a gastroscopy procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed in the colon on (B)(6) 2021. During preparation, the balloon was tested outside the patient and it was noticed that the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that the balloon should not be pre-inflated. There were no patient complications reported as a result of this event.